Event description:
This lead was implanted on (B)(6) 2005 and is still in active implant. A call to technical services was made on (B)(6) 2014 stating that a red alert for out-of-range shock impedance was detected. The patient was recently changed to a new device and they were aware of potential issues. The physician was dr. (B)(6) st. (B)(6) heart center in indianapolis, in. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).